Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the peritonitis. On the same day as the onset, the patient started treatment with vancomycin (2 gram, twice a week) ip for one week and amoxicillin (dose and frequency not reported) orally for three weeks for peritonitis. On an unknown date, in the same month as the onset of peritonitis, the patient experienced fluid retention. On an unreported date, the patient was retrained on aseptic technique. The patient recovered from the peritonitis and fluid retention. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.